Event description:
A malfunction was reported on the customer's pump. There was no reported impact to the customer¿s blood glucose level. The customer was advised by technical support to update the pump software for quality improvements and was assisted in resetting the pump. The malfunction did not recur after resetting, and the customer was informed to continue using the pump but advised to call back if the issue reappears within 24 hours.